Manufacturer narrative:
Continuation of d10: product ID: d-evolutfx-2329, product lot/serial number: (B)(6); product type: 0195-heartvalves}. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that prior to the implant of a transcatheter aortic valve, a pre-implant balloon aortic valvuloplasty (bav) was performed with a non-medtronic 20 millimeter (mm) balloon due to the patient's high gradient. Subsequently, an additional pre-implant bav was performed with a non-medtronic 22 mm balloon per physician request. Upon the first deployment attempt, it was noted that the positioning was too shallow, resulting in the valve and dcs dislodging aortic. The valve was subsequently recaptured into the delivery catheter system (dcs). Upon the recapture, an infold was observed. Subsequently, the system was withdrawn from the patient and a new valve was loaded into a new dcs. Upon the first deployment attempt of the second valve, it was noted that the positioning was too shallow, resulting in the valve and dcs dislodging aortic once again. Subsequently, the valve was recaptured into the dcs. Following the recapture, an infold was observed. The system was subsequently withdrawn from the patient, and a new valve was loaded into a new dcs. The 3rd valve was successfully placed at 10 mm on the non-coronary cusp (ncc) and 4 mm on the left coronary cusp (lcc). Following placement, a complete heart block (chb) occurred, and trace paravalvular leak (pvl) was observed. Subsequently, a permanent pa cemaker was implanted. Following the procedure, it was reported that the patient suffered a stroke.

Event description:
It was reported that prior to the implant of a transcatheter aortic valve, a pre-implant balloon aortic valvuloplasty (bav) was performed with a non-medtronic (beckton-dickson true) 20 millimeter (mm) balloon due to the patient's high gradient. Subsequently, an additional pre-implant bav was performed with a non-medtronic (beckton-dickson true) 22 mm balloon per physician request. Upon the first deployment attempt, it was noted that the positioning was too shallow, resulting in the valve and dcs dislodging aortic. The valve was subsequently recaptured into the delivery catheter system (dcs). Upon the recapture, an infold was observed. Subsequently, the system was withdrawn from the patient and a new valve was loaded into a new dcs. Upon the first deployment attempt of the second valve, it was noted that the positioning was too shallow, resulting in the valve and dcs dislodging aortic once again. Subsequently, the valve was recaptured into the dcs. Following the recapture, an infold was observed. The system was subsequently withdrawn from the patient, and a new valve was loaded into a new dcs. The 3rd valve was successfully placed at 10 mm on the non-coronary cusp (ncc) and 4 mm on the left coronary cusp (lcc). Following placement, a complete heart block (chb) occurred, and trace paravalvular leak (pvl) was observed. Subsequently, a permanent pacemaker was implanted. Following the procedure, it was reported that the patient suffered a stroke. Additional information was received that the stroke was confirmed with computed tomography (CT), neuro assessment and magnetic resonance imaging (MRI). Patient symptoms of weakness and facial droop were reported as a result of the stroke. Permanent impairment of weakness was noted. Per the physician, the stroke was related to the valve and dcs. Treatment was anticoagulation and neurological monitoring. Factors that contributed to the stroke were calcified anatomy and possibly traversing the arch three times to get the valve in. A procedural delay of one hour was noted.

Manufacturer narrative:
Image review: two intraprocedural media files were provided for review. The patient¿s executive summary was not available, which limited the ability to perform a comprehensive anatomical assessment. Fluoroscopic valve load inspection was not provided thus it is not possible to validate a good load. It was reported that the first valve was deemed to be too shallow prompting a recapture, and subsequently an infold occurred during a second deployment attempt. The infold is characterized by an inward fold or crease in the valve, extending from the inflow. Infolding could occur due to a misloaded valve, anatomical characteristics such as calcium, and recaptures. If an infold is identified, the valve should be recaptured, removed from the body, and new sterile components must be used. It was reported that the infolded valve was withdrawn from the patient, and the system was replaced with a new system. Fluoroscopic valve inspection of the new valve was also not made available. The same thing occurred with the new valve; and an infold occurred after one recapture and during a second deployment attempt. It was documented that the infolded valve was recaptured, withdrawn from the patient and replaced with a new valve that was reportedly implanted at a depth of 10mm on the non-coronary cusp (ncc) and 4mm on the left coronary cusp (lcc). Images of the implanted valve were not provided for review. As stated in the instructions for use (IFU), the recommended target depth of 3 mm relative to the valve annulus. If the implant depth is =1 mm or >5 mm, consider recapture. Cau tion: bioprosthesis implant depth =1 mm may contribute to an increased risk of prosthetic valve dislodgement during valve release, delivery catheter system (dcs) retrieval, or post-implant dilatation. Bioprosthesis implant depth >5 mm may contribute to an increased risk of conduction disturbances, which may require a permanent pacemaker. Post implant, complete heart block requiring a permanent pacemaker and a stroke were reported. As listed in the IFU: potential risks associated with the implantation of the bioprosthesis may include, but are not limited to, the following: stroke; conduction system disturbances (for example, atrioventricular node block, left-bundle branch block, asystole), which may require a permanent pacemaker. Updated: b1, b2, b5, h1, h6. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.